Manufacturer narrative:
On may 31, 2012, u.s. And canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 10/8/1993 and was last repaired on (B)(4) 2006 for a non-related issue. Eval of the service observed that the follower's right end was nicked and the ratchet gear has worn and was placed in the ratchet handle backwards. If the ratchet screw was tightened fully, while the ratchet was in this position, the ratchet would not function. It was also noted that the shoulder bolts and side plate ears were worn. The customer did not return any cutters for eval with the device. Prior to repair, the device did not meet calibration specifications. Repair of the device included replacement of the ratchet gear, ratchet pin, and ratchet spring. The cause of the reported issue was likely improper handling that caused the ratchet gear to become reversed, which caused improper function of the ratchet when attached to the mesher. It could also be noted that the device has not been returned to zimmer surgical for eval over seven years and per the instructions for use, "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was returned to the customer.

Event description:
It was initially reported that the zimmer skin graft mesher had a handle that does not fit properly. No loaner device was required. Additional clinical info determined that the reported issue occurred during surgery. It was confirmed that an additional graft had to be harvested due to the mesher malfunction damaging the first graft. Most of the original graft was able to be used, however some of it was ruined by the mesher and had to be discarded. An alternate mesher was used to complete the surgery with a light delay while it was obtained. The pt had to endure two graft sites instead of one due to the malfunction of the device.